Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was pvi leakage.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection verified that there was a tear trace at the notch side on the pvi sachet that caused the pvi leakage. How and when the problem occur cannot be determined. The problem did not occur as a result of any manufacturing process related cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿bard i.c foley tray b consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls and vinyl gloves."

Event description:
It was reported that there was pvi leakage.